Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the events (note: unrelated to the reported incidents, some service work was performed on the units). The complication is typical for the procedure. Furthermore, based upon past reports, it appears that both of the pt's conditions were a significant factor in the event. That is, upon argon plasma treatment in a thin walled area (i.e. The cecum), the remaining wall was not sufficient to remain intact. Nonetheless, no conclusive determination could be made as to the cause of the incidents. The involved medical personnel are being made aware of the findings. To address the issues, add'l in-service work was performed with the involved medical staff at the hospital on (B)(6) 2011. Erbe USA, inc is now closing the file on this event.

Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-000 and serial number (B)(4)) was used in colonoscopies. For both patients, argon plasma coagulation was applied in the cecum to treat arteriovenous malformations (avms). The settings for the first procedure on (B)(6) 2011 were apc pulsed, effect 2 at 15 watts and the second procedure on (B)(6) 2011 settings were apc pulsed, effect 2, 30 - 35 watts. Both patients had pain with a perforation. Surgery was then performed to address the perforation for both individuals and they are both in good condition. The staff nurses believe that the equipment was used correctly and did not cause the reported complication.